Event description:
It was reported to philips that the system shut down, and was unable to boot back up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system failed to boot. Upon troubleshooting, the rse reviewed the logs and identified a software fault in the suite pc and suggested reloading the software, however the system started working on its own during troubleshooting, without any issue. The customer was advised to monitor the system, perform a complete backup, and continue with a software reload. After this, the reported issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.